Event description:
The peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius that they experienced an infection requiring medication. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain and cloudy effluent. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic presented with enterococcus faecalis in the culture and a total nucleated cell (or wbc) count of 3275/mm3. The patient was diagnosed with peritonitis attributed to ¿technique¿ that required reeducation. This inferred a break in asepsis during pd therapy that led to infection. The patient was not hospitalized for this event and prescribed a loading dose of intraperitoneal (ip) vancomycin at 2000 mg with a following prescription of ip vancomycin at 25mg/ 1000 ml of dialysate daily for 21 days. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). There was no indication the patient discontinued pd therapy or required an alternate liberty select cycler throughout this treatment course.